Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h11. D4 - corrected information - UDI number. Review of the most recent repair record identified the following related repair: the unit failed the rotation test due to the broken eccentric system and badly worn fork. The unit was sent back unrepaired as quote was rejected. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and serial combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during surgery the oscillating saw attachment losses power and stops when it is pressed against the bone. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ spain investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.